Manufacturer narrative:
(B)(4). The customer reported that a shock was not delivered when expected. There was no pt involvement. The device was evaluated locally and the external paddle set was found to be faulty. Replacement of the paddle set resolved the reported symptom.

Event description:
The customer reported that a shock was not delivered when expected. There was no pt involvement.